Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms. Additionally, there were two spikes in the right atrial (ra) impedance measurements, and ra noise and oversensing were also noted. The ra lead was non-boston scientific. It was noted that noise may have also been present on the shock channel. The patient was brought to the clinic and patient isometrics were performed, which did not reproduce any changes in shock impedance measurements. No actions or interventions were planned or performed. No adverse patient effects were reported. The device remains in service.